Event description:
It was reported, the evis lucera elite bronchovideoscope exhibited a burned plastic distal end cover. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, d9, h3, and h6. It has been over five (5) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be specified. However, it is possible that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from the distal end. The event can be prevented by following the instructions for use which state: "bf-1tq290 operation manual:chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope bf-1tq290 operation manual:chapter 4 operation:4.3 using endotherapy accessories." Olympus will continue to monitor field performance for this device.